Manufacturer narrative:
There was no ventilator malfunction, therefore no parts were replaced. The investigation consists of an evaluation of the information that was contained in the problem description. According to the information provided, the mode of ventilation was pressure control (pc) where the ventilator delivers a flow to maintain the preset pressure at the preset respiratory rate and during a preset inspiratory time. A surfactant medication was given to the patient. A surfactant often leads to a very rapid improvement in gas exchange in surfactant-treated patients. This is accompanied by dramatic improvements in static pulmonary compliance. There would be a large increase in functional residual capacity due to the recruitment of lung volume. Therefore, the pressure volume loops of the lung are normalized, but unless administered pressures are reduced, over-distension can occur. There was no ventilator malfunction at the time. The cause was a complication resulting from the pressure that was not adjusted for the patient¿s prevailing conditions after the administration of the surfactant. Close monitoring of pressure should be done after administering a surfactant and should have been lowered to suit the changes of lung mechanics after the administration of a surfactant. The use of a volume controlled mode of ventilation would also have been more appropriate.

Event description:
It was reported that a patient, who was on ventilator therapy, developed a pneumothorax after being administered with a surfactant. The ventilator was at the time in the pressure control mode of ventilation. The respiratory therapist stated that at the time, the tidal volume measured 10ml, the peak inspiratory pressure was at 10 cmh2o, and the peep was 5 cmh2o. It was further stated that there was no leakage around the endotracheal tube and, that there was no proximal sensor in use to determine the exact tidal volume delivered. The physician performed a needle aspiration and that resolved the problem. The patient was stable after the procedure. The final patient outcome was no injury. (B)(4).